Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016 (B)(4) submitted for adverse event which occurred on (B)(6) 2016

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent resection surgery on (B)(6) 2016 during which the surgeon noted the patient ¿was septic and in metabolic acidosis with an adhesive small bowel obstruction caused by the mesh. The surgeon found necrotic ileum torsed around multiple adhesions to the mesh. The surgeon resected the seventy-five centimeter portion of bowel that was necrotic and involved in the obstruction. The surgeon re-opened the laparotomy site and excised the mesh.¿ it was reported that the patient underwent revision surgery and ventral hernia repair surgery on (B)(6) 2016 during which the surgeon performed ¿small bowel anastomosis.¿ it was reported that the patient experienced severe pain and discomfort, nausea, diarrhea, chills, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 8/18/2020.